Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks after the implant date.

Event description:
It was reported that the patient was sent to the emergency department due to anxiety attacks when the therapy was on, and the patient was prescribed with anxiety medication.